Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The es whisper 300cm guide wire is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the mildly calcified, restenosed, diagonal artery after the es whisper 300cm guide wire was positioned and pre-dilatation was completed, the xience alpine stent delivery system (sds) was advanced but met resistance and could not track over the guide wire. The devices became stuck together and could not advance or be removed separately. The two devices were removed from the anatomy as a single unit. Outside the anatomy during the attempt to remove the guide wire from the sds, the shaft of the sds separated at the hub. The devices were not used again. A different guide wire and sds were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position and the reported difficulty to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.